Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of battery failure was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries from use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with a battery failure. This event occurred upon power up in the general pt ward. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.